Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that later the same night, the patient passed away the cause of death could not be determined.

Event description:
It was reported that the implantable pulse generator (ipg) was used as a temporary pacemaker, along with a temporary pacing lead. The temporary wire from the groin was removed since capture was confirmed and hemostasis was obtained on the femoral line. After approximately five minutes, capture was lost and cardiopulmonary resuscitation (CPR) was started on the patient as they were asystolic. Interrogation was difficult to achieve and lead warnings were present. After five minutes of pacing bipolar, the device had a polarity switch to unipolar and all pacing was lost. After device was programmed back to bipolar, all testing was within normal and pacing was resumed. The ipg and pacing lead remain in use as a temporary system. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.